Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received inappropriate anti-tachycardia pacing (atp) and one inappropriate shock due to atrial fibrillation (af). It was noted that the patient had some episodes of ventricular tachycardia (vt) and they felt symptomatic. Technical services (ts) recommended to have reprogramming performed and to consider ablation as af episodes have been increased dramatically in the last three moments. This device remains in service. No adverse patient effects were reported.